Event description:
Customer reported that the laser seems to be delivering more heat than usual; mild injuries to 3 pts (small burns, edema, and blisters) treated in 2005. Pts kp and pd had previous lightsheer hair removal treatments. Per the customer, the pts were improving without medical intervention. Customer later reported in 2005 that pt pd had a second degree burn and was responding to cortisone (no scarring).

Manufacturer narrative:
Per the lumenis service depot, there was a spot on the lightsheer sapphire tip. This foreign material appears to be the root cause of the incident. The service depot removed the debris using a scalpel blade and acetone. Per the service depot, the device energy was within specifications. Service depot advised customer that it is very important that the sapphire tip be kept clean both during calibration and during treatments. Black hair incident date: in 2005, treated area-underarm, 1 shot, red inflammed and small red blisters. Red dots on follow up.

Event description:
Customer reported that the laser seems to be delivering more heat than usual; mild injuries to 3 pts (small burns, edema, and blisters) treated 04/07/2005 - 04/12/2005. Pts kp and pd had previous lightsheer hair removal treatments. Per the customer, the pts were improving without medical intervention. Customer later reported on 04/18/2005 that pt pd had a second degree burn and was responding to cortisone (no scarring).

Event description:
Customer reported that the laser seems to be delivering more heat than usual; mild injuries to 3 pts (small burns, edema, and blisters) treated 04/07/2005 - 04/12/2005. Pts kp and pd had previous lightsheer hair removal treatments. Per the customer, the pts were improving without medical intervention. Customer later reported on 04/18/2005 that pt pd had a second degree burn and was responding to cortisone (no scarring).